Manufacturer narrative:
Customer declined ge healthcare service. Hospital technical support will repair unit. The customer reported there is no patient information available.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no report of patient injury.